Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 189 mg/dl and sensor glucose was 130 mg/dl blood glucose level was 192 mg/dl and sensor glucose was 104 mg/dl blood glucose level was 174 and sensor glucose level was 100 mg/dl blood glucose level was 200 mg/dl and sensor glucose level was 260 mg/dl. The sensor glucose value that triggered the suspend event was 40 mg/dl. The device will be returned for the analysis.